Manufacturer narrative:
The main component of the device system the relevant components include: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving a dose of 200mcg/day at a concentration of 2000mcg/ml of lioresal baclofen via an implantable infusion pump for intractable spasticity and head/brain injury. It was reported that the patient&#62688;pump was scheduled for normal replacement. The patient&#62688;family stated before the normal replacement that they weren&#62752;sure if the pump had been delivering medication, with the issue starting around 6 months ago. The patient&#62688;dose had been decreased by the managing physician from 1400mcg/day to the current 550mcg/day. The family reported that there had not been any signs of withdrawal and no symptoms were reported. Intraoperative findings found a subtle scar tissue proliferation into the pump connector piece and once it was removed the catheter was flowing freely and was confirmed with omnipaque injection following catheter aspiration. It was determined to be a partial occlusion due to scar tissue. Upon finishing the normal pump replacement, the patient's pump was programmed to 200mcg/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.